Manufacturer narrative:
In the initial report the sn of the femtosecond laser was not known. Sn is being provided as (B)(4), model is 20005k and UDI is (B)(4). Manufacturing date is 2/29/2012. Device evaluation: a review of the records related to this equipment shows no failure detected. Labeling, manuals, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had surgery in right eye and experienced loss of best corrected visual acuity (bcva). Patient pre op was 10/10 post-op bcva 05/10 with uncorrected post op of 1/10. Surgeon reports that secondary surgery is very likely to occur as patient complaints of severe blurred vision. Surgeon is reporting variable and inconsistent refractions were observed post op.

Manufacturer narrative:
Additional information: a review of the case found no basis for equipment error and it appears there may be some surgical technique issues. Also the following information was known at the time of initial report but was not included: in reviewing patients topography it shows half part of the treatment is missing. According to surgeon patient's flap was decentered on inferior with the hinge (superior) touching the edge of the pupil, so he used a microsponge to protect the hinge. Surgeon believes this explain the laser ablation treatment part missing. The surgeon understands and recognize that this can explain the patient outcome. Patient is recovering and getting better visual acuity (no data provided) and seems that hard lens can make it better. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: post-op from (B)(6) 2016 0ds -2dc x 110° surgeon reported that idsgn exam was ok and patient can be retreated. Surgeon plans to simulate a treatment with prevuelens for this patient and will manage after by photorefractive keratectomy procedure guided by idsgn. Surgery support was provided for the account and platform are perfect working condition.